Manufacturer narrative:
A medtronic representative reported that the reported issue occurred while the patient was under anesthesia. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. The site elected to complete the procedure with a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative discovered that the reported event was caused by a corrupted database in the system computer. Replacement of the computer resolved the issue. No further issues were reported. Replaced computer was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system's patient database crashed on the mobile view station (mvs) and could not be re-launched. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.